Event description:
Patient (pt) was in the operating room on a hybrid table for a cardiovascular procedure. Pt was under general anesthesia, fully draped and toward the end of the procedure. The table was in a slightly tilted position to the left side and the surgeon was in the process of closing the surgical site in the right groin area. Pt slid toward the left, gradually sliding down and partially landing on the c-arm equipment. During the fall from the hybrid table, the pt was extubated and required re-intubation. Vital signs remained stable, both groins were re-prepped and re-draped and copiously irrigated with antibiotic solution. Procedure completed with out further incident. Pt had collar applied, recovered from anesthesia in the operating room and transferred to ICU. Upon transfer, pt was fully alert, responsive and moving all 4 extremities. A CT of head and neck was negative for injury. The straps used to secure the pt were not fully used as find it difficult to use during some types of procedures. At the time, a strap was used on lower part of pt and not over the upper body in case of need to quickly access the pt's chest. The slots designed for the straps on the bed are too narrow and few and far between. Due to the type of procedure, straps with metal buckles can not be used. There are plastic arm boards that can be slid under the table pad to assist with keeping the pt's arms next to the pt; that area of the table is narrow and the arm boards are slick. The table was in a tilted position for an extended period of time. Difficult to visualize the pts position under the drapes and the pad can slip without being noticed. The table pad is secured to table by one thin strip of velcro.